Event description:
It was reported that during the procedure in the mildly tortuous mid right coronary artery for treatment of a de novo lesion, a 4.5x8 nc trek rx dilatation catheter was intended to be used for post dilatation of a stent; however, resistance was met when the dilatation catheter was advanced into the y-connector over a guide wire. The physician did not apply force, but the distal shaft (near the proximal balloon seal) kinked. There were no other 4.5x8 nc trek catheters available; therefore, a hugging balloon technique was performed using a 2.0 rx trek balloon and a 3.0x3.5 non-abbott balloon. The procedure was completed successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure due to the device issue. Other devices were inserted into the same y-connector without issue. Return device analysis revealed balloon peeling at the proximal balloon seal, distal seal and along the entire length of the edge of the balloon fold.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide cath: taiga; stent: xience prime. Evaluation summary: the device was returned for evaluation and the reported difficulty was not confirmed. The reported kink was confirmed. There was balloon peeling at the proximal balloon seal, distal seal and along the entire length of the edge of the balloon fold. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.